Event description:
It was reported that the patient was using the programmer for the first time since their revision surgery and saw 0.0 with no program row. The patient did have the lightning bolt indicating that the internal device was on but when they tried to raise up the intensity it was showing that they had reached their upper limit. It was noted that the patient had a follow-up with their health care provider (hcp) visit in 3 days. It was reported that it seemed as though nothing was programmed.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0dm9m, implanted: 2013-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4)